Event description:
It was reported that a edwards aortic bioprosthesis was explanted at implant due to the observance of high gradients by the operating surgeon. It was noted that this procedure was the patient's first aortic valve replacement and that the patient did indeed go off bypass during the procedure.

Manufacturer narrative:
Additional manufacturer narrative: the event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. Efforts to obtain patient records and device return are ongoing; without the device return and/or patient records the reported event cannot be confirmed at this time. Edwards manufacturing review, device evaluation results (if any) and conclusions will be reported once available.

Manufacturer narrative:
As received, all 3 leaflets were not attached to valve stent. Pieces of leaflets were returned with the valve, however returned pieces did not appear to be full leaflet pieces. Returned pieces did not completely match the valve. Functional testing could not be performed due to the condition of returned valve. No visible damage to wireform. Method - x-ray. The product return was received in a condition that prevented any additional functional testing; consequently the reported event could not be conclusively confirmed. No additional information from the hcp was provided despite multiple attempts to obtain patient records. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency or product malfunction that may have caused or contributed to the event.